Manufacturer narrative:
The product was not returned for evaluation. Three photos were provided. The cartridge model is not compatible with the handpiece. One photo shows the cartridge seated incorrectly in a non-qualified handpiece. One haptic is visible under the handpiece plunger at the cartridge tip. The other two photos are after the cartridge was removed from the handpiece. One broken haptic is visible near the loading area and one broken haptic is observed in the cartridge tip. Based on the provided photos the cause of the broken haptics was related to a failure to follow the instructions for use (IFU). The cartridge model and handpiece used are not a compatible combination. The cartridge will not seat properly in the handpiece as observed in the provided photo. The misalignment of the non-compatible cartridge would have caused the plunger and lens to advance incorrectly causing damage to the lens. Per the IFU: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: 2021-67107

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during cataract surgery with intraocular lens (iol) implant procedure, haptics got ruptured inside the cartridge. A replacement of the lens was made. Additional information was received by consumer that, the implant was removed.